Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). This report is number 2 of 3 MDR's filed for the same event (reference 3002806535-2016-00858 / 3002806535-2016-00860).

Event description:
A patient enrolled in a clinical study reported experiencing pain under strain after an unknown period of time post implantation.